Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.